Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - model #: unknown, as product serial number was not provided. Section d4 - catalog #: unknown, as product serial number was not provided. Section d4 - serial #: unknown/ not provided. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI #: unknown, as product serial number was not provided. Section d6a - implant date: unknown, as information was requested but not provided section d6b - explant date: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section h4 - device manufacture date: unknown, as product serial number was not provided. Device evaluation: product testing could not be performed because the product was not returned (the lens remains implanted). Therefore, a failure analysis of the complaint device cannot be completed, and the reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed, and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a case involved a patient with a rotated eyhance toric lens. The lens was observed to be rotated by 10 degrees, as assessed using a slit lamp. No patient harm was reported. The patient is being monitored. No further information was provided.